Event description:
It has been reported to philips that the c-arm and table stop working during the case. System was restarted and procedure could be continued, however, issue re-occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the c -arm and table has stop working. Review of system log file identified a motor assembly error. Upon troubleshooting, fse found that there was issue with table drive. The philips engineer replaced amc drive, performed control and current calibration, and corrected the video wall box for pacs. The amc drive was returned to philips for further analysis. The analysis confirmed electronic defect, found some parts being burned within the system. Nevertheless, the problem kept coming up, the fse replaced longitudinal drive assy, amc drive and adjusted the mechanical position of longitudinal motor in multiple visits. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.